Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber was received in four pieces confirming that fiber body break was observed. Microscopic inspection of the tip indicated it had degraded. Functional testing of the fiber identified a bright and round light was exiting the connector face. It is probable that the fiber break occurred due to procedural handling and procedural conditions of the device during set-up and use. A partial body break or kink could have occurred during insertion into the scope and was not seen by the customer and when it was fired it caused the fiber to break at multiple locations. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the enucleation of the prostate procedure, the fiber had been opened for use for the first time. The fiber was checked and confirmed to be in good condition. During the procedure, when firing the fiber for a second time, the fiber broke in the fiber body. It was noted that no fiber fragments fell inside the patient. The fiber also did not require a significant deflection (>2cm bend) in order to reach the treatment site. The fiber had been used with a holmium 60w laser at a setting of 20hertz/1.8 joules. A flexible ureteroscope was also used. The fiber was replaced, and the procedure was completed using the second fiber. There were no injuries to the operator of the fiber and there were no patient complications.

Event description:
It was reported that during the enucleation of the prostate procedure, the fiber had been opened for use for the first time. The fiber was checked and confirmed to be in good condition. During the procedure, when firing the fiber for a second time, the fiber broke in the fiber body. It was noted that no fiber fragments fell inside the patient. The fiber also did not require a significant deflection (>2cm bend) in order to reach the treatment site. The fiber had been used with a holmium 60w laser at a setting of 20hertz/1.8 joules. A flexible ureteroscope was also used. The fiber was replaced, and the procedure was completed using the second fiber. There were no injuries to the operator of the fiber and there were no patient complications.